Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 40 mg/dl. Customer consumed carbohydrates as a corrective action. Control-iq software was active, and although the suspected cause of the low blood glucose was unknown, customer was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels. The case remained open for further analysis upon the upload of pump data.